Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a tip of the cutter was detached during shaving peripheral area, and it was entwined with periphery vitreous humor. The detached part was pulled out with trocar and all by forceps. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, along with a bottle containing the head of the tip, in a tip top bag along with a trocar for the report of detached tip. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A photo of the probe is attached to the parent file and has been reviewed by the manufacturing site. The photo confirms that the tip of the probe needle has broken at the port. The complaint sample was visually inspected and found non-conforming with the tip broken off of the probe needle at the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, the cutting edge, and several locations along the inner cutter. The probe needle is broken at the stiffener. The complaint evaluation does confirm that the probe had a detached tip. The evaluation also indicated that the probe needle was broken. The root cause for the detached tip and broken needle is the excessive surgical time and reuse of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and the probe is designed to be a single use product. From the additional information received from the surgeon regarding this complaint file it was confirmed that this probe was used in 3 different cases, with the breakage occurring on the third case, and the total driving time of the cutter was 1 hour 8 minutes and 21 seconds. No action is being taken as the observed damage was due to reuse of the probe by the user. Probes are 100% visually inspected for needle defects. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).